Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device reload. Analysis of the returned device finds no abnormalities or discrepancies with the assembly of the device. The cover tube was not secured on the adapter locking feature allowing it to slip in a proximal direction interfering with the firing handle preventing a proper load. The mfg lot number post dates a corrective action to increase the size of the adapter locking feature and no discrepancies were observed with the locking feature of this device. It is unclear if the cover tube was secured in place prior to loading. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic appendectomy, they tried to load the device and handed it to the surgeon but it was returned because the load was broken. The device was never used in the patient. They took the load off and loaded a new load to complete the procedure. No injury as a result of the event.